Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified, totally occluded, 100% stenosed de novo lesion in the distal left anterior descending (lad) artery. The patient presented with severe angina. Pre-dilatation was performed using an unspecified semi-compliant balloon dilatation catheter (bdc). A 2.75x38 mm xience prime stent was advanced and deployed at 16 atmosphere; however, under fluoroscopy a dissection was noted at the proximal end of the stent. A new 2.75x15 mm xience prime stent was deployed to treat the dissection successfully. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.